Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide any additional information and declined troubleshooting.